Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, "the bipolar cautery was not working. The generator was on and the cords were connected properly, but there was no heat being generated." A new kit was used to complete the procedure. The hospital reported no patient effects. The product will be returned.